Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance, high capture, and r-wave amplitude variation. No physical lead abnormalities noted on fluoroscopy. The lead was capped on (B)(6) 2025, and successfully replaced. There were no patient consequences.